Event description:
The tip of a cleaning brush for an endoscope broke off during use. Product is single use and was found in one of the channels of the scope. Manufacturer is us endoscopy, with ref #(B)(4) , and is packaged as 1 duoswift cleaning brush and one valve/control head brush. The brush tip was from the cleaning brush not the head brush.